Event description:
It was reported that (1) tlc55 was used during a bowel procedure. It was reported by the rep that the instrument misfired during bowel resection. The surgeon opened antoher instrument to complete the case. There was no consequence to pt.